Manufacturer narrative:
The complaint was confirmed. The knob was broken off completely. Further damage to the case and hanger was found. Both output connectors were found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob, with the encoder pushed into the device. The epg was returned for service. No patient complications have been reported as a result of this event. The epg tested out of specification, during analysis.